Event description:
Sorin group received a report that during set-up for a procedure the s5 double head pump gave several error messages. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) mfrs the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during set-up for a procedure the s5 double head pump gave several error messages. There was no pt involvement. The investigation is on-going. A f/u report will be sent when the investigation is complete.